Event description:
I have had symptoms and been with the following: fatigue or chronic fatigue, cognitive dysfunction (brain fog, difficulty concentrating, memory loss), muscle pain and weakness, joint pain, hair loss, dry skin and hair premature aging, poor sleep and insomnia, dry eyes, decline in vision, vision disturbances, hypo/hyper thyroid symptoms, hypo/hyper adrenal symptoms, estrogen/progesterone imbalance or diminishing hormones, slow healing of cuts and scrapes, easy bruising, throat clearing, cough, difficulty swallowing, choking, reflux, vertigo, gastrointestinal and digestive issues, fevers, night sweats, intolerant to heat, new and persistent bacterial and viral infections, slow clearing of common colds and flus, fungal infections, yeast infections, candida, sinus infections, skin rashes, ear ringing, sudden food intolerance and allergies, headaches, slow muscle recovery after activity, heart palpitations, changes in normal heart rate or heart pain, sore and aching joints of shoulders, hips, backbone, hands and feet, swollen and tender lymph nodes in breast area, underarm, throat, neck, groin, bouts of dehydration for no reason, frequent urination, numbness/tingling sensations in upper and lower limbs, cold hands and feet, general chest discomfort, shortness of breath, pain and or burning sensation around implant and or underarm liver and kidney dysfunction, cramping, anxiety, depression and panic attacks, symptoms of fibromyalgia. None. My doctors at (B)(6) think I'm a hypochondriac.